Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: enveor-n-us, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI#: (B)(4). The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when removing the delivery catheter system (dcs), the nose cone caught on the outflow crown of the valve and pulled the valve above the annulus. The valve was snared and a second transcatheter biprosthetic valve was implanted successfully. It was reported that the patient had a tortuous ascending aorta, aortic arch, and descending aorta. No adverse patient effects were reported.